Event description:
It was reported that during a da vinci si colon resection procedure, a cable on the mega suturecut needle driver instrument broke and separated. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip cable at the distal idlers and the cable segment was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional observation not reported by the customer was pulley damage. There were scratches found on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.